Event description:
Customer reported no delivery alarms on his insulin pump. He stated he had two no delivery alarms in the past two days and one about a month ago. He cleared the alarms by changing the reservoirs and the device worked fine afterward. Customer's blood glucose is 190 mg/dl. Customer was advised to do a complete set change as soon as possible. The infusion set and reservoir are being sent back for analysis. Customer could not do troubleshooting because he does not have an extra infusion set. Nothing further reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).